Manufacturer narrative:
(B)(4). The field service representative (fsr) inspected the device and installed a new latch assembly. Uas is within manufacturer's specifications and is ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the latch on the ultrasonic air sensor (uas) was broken. The device was not changed out as the customer used tape to keep the sensor latch closed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.